Event description:
It was reported that the device will not build oxygen pressure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Manufacturer narrative:
Other, other text: h3, h6 - health effects health impact and evaluation codes: updated device evaluation: one device was returned for investigation. The tamper seals had been removed or damaged. Visual inspection fund tape over the patient outlet connector, missing relief pressure cap, all small knobs are cracked, and the front panel is bent at the top right corner. The housing contains minor nicks and scratches. The bottom chassis is missing a screw stud for the pole clamp connection in the back. The alarm cable harness was found damaged during internal inspection. Functional testing confirmed the complaint when the manometer stayed at a negative pressure. Root cause was attributed to the faulty manometer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced manometer, front panel, small knobs, bottom chassis, alarm cable harness, and instruction label. Reset patient pressure cycling led and adjusted CPAP control to tolerance. Performed preventative maintenance, cleaned unit and affixed new service label. Device passed functional testing after the completed repairs., corrected data: h6 - heath effect clinical signs and symptoms.